Event description:
It was reported that the user experienced a low blood glucose of 60 mg/dl, treated with a few ounces of juice, and noted prolonged time to recover to target before being able to eat and announce a meal. Symptoms included hypoglycemia with shaking and tremors. Outcomes included that medication in the form of oral glucose was required; no hospitalization was reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, no identified device problem due to insufficient information, and no implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.